Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 200 mg/dl at the time of incident. The customer was tired, thirsty, and a little nauseous. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was in auto mode at the time of the incident. The customer reported that they do not have a back-up plan available. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer was unable to bring sugar down, but had to take bolus every 2 hours. The customer was calling back to perform a high pressure test. The customer reported that the site was changed every 2/3 days. The customer was using a cannula based infusion set. The customer declined to test the insulin pump. The customer was advised to change the entire set, reservoir and insulin and treat per the healthcare professional¿s instructions. The insulin pump will not be returned for analysis.